Manufacturer narrative:
Leads are not labeled for use as accessories to provide venous access for other medical devices. The use in this complaint is off-label. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Use of the lead as means of venous access for a laser is not a labeled use. The physician chose to sacrifice the lead at this surgery. Therefore, no further actions are considered necessary. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that the patient was having vascular issues and this right atrial (ra) lead was sacrificed to get access to the occlusion. Additional information from the sales representative indicates this lead was used to get the laser down to the occlusion and create space. The lead dislodged at that time. Lead damage was not confirmed but is suspected, so the physician decided to explant this right atrial (ra) lead and replace it with a new one. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Leads are not labeled for use as accessories to provide venous access for other medical devices. The use in this complaint is off-label.